Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6) .

Event description:
The customer reported that system is continues to display values that are too high with the fetal heart frequency 180bpm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
(B)(4) is now considered a duplicate of (B)(4). Please reference MFR report number 9610816-2024-00297.